Manufacturer narrative:
Patient identifier - (B)(6). Ethnicity - patient is a canine. Race - patient is a canine. Implanted date: device was not implanted. Explanted date: device was not explanted. Operator of device - unknown. Initial reporter last name - unknown. Health professional: unknown. Occupation - unknown. Based on the result of the investigation, the root cause of the complaint could not be identified. The actual sample was not returned for evaluation hence we could not provide detailed information of its actual condition. Retention samples were visually in good condition and passed the leakage test wherein no bubbles were observed on the catheter tube during the test. Our sr IV catheter is produced at the semi-automated line which is run under validated parameters. During catheter assembly, the catheter tube undergoes flange formation to properly fit when inserted on the caulking pin. The catheter tube with a caulking pin (pre-assembled tube) is inspected for incomplete insertion, damage, or deformation before insertion to the catheter hub. We have series of in-process inspections during needle and catheter assembly and visual inspection wherein part of check items is damage or deformation on catheter tube. All defective products found were segregated and disposed. Qc conducts outgoing inspection prior to shipment which includes visual and functional inspection wherein all samples were passed. Lot history files revealed no nonconformity encountered that could lead to the complaint. (B)(4).

Event description:
The user facility reported the device was leaking at the base where it connects to the patient. They switched to a new box of surflo catheters and the new box was fine. Additional information was received on 26april2021: the defective part was the hub tip. The catheter tube damage was not visible. They were unable to infuse the IV fluids and unable to use the catheter. A c-section was performed while the issue occurred. There was no harm, they replaced the catheter with a new catheter (new box).